Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after receiving an alert the patient presented in clinic for follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator was in backup vvi mode. The device was reprogrammed and the issue was solved. There was no consequences to the patient before, during and after the event.